Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported that the laser did not cut a small area of the flap. The doctor had difficulties lifting the flap. The flap lifted roughly with a spatula. The procedure was completed the same day. There are two related reports for this facility this report addresses the patient ar and another manufacturer report will be filed for the other patient.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Review of the logfiles for the day of treatment showed no abnormalities or deviations which can contribute the reported issue. The energy was stable during treatment day. The treatment was finished successfully without any further issue. No relevant deviation between planned and performed energy was detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause was identified. The product was found to be within specifications. The manufacturer internal reference number is: (B)(4).